Event description:
Reporter stated that pt had been receiving elevated blood glucose results (300 mg/dl, normally 200-250 mg/dl), while using the suspect device. Reporter indicated that, based on elevated results, pt phoned their physician, and was given an additional diabetic medication (type not provided). Reporter stated that, 3 days later, pt lost consciousness while walking. Reporter stated that pt's friend tested their blood glucose, and received a result of 110 mg/dl (using friend's blood glucose monitor). Pt was reportedly given orange juice, after which pt regained consciousness. Reporter alleged that pt had been over-medicating, based on elevated readings obtained on the suspect device. Technical support attempted to gather additional information about the event, to discern the relationship between the device and the event; however, reporter declined to provide any additional details. Pt's current condition: weakened and lethargic. Quality control tests were performed on the suspect device, 2 days after the event, and tested outside of the acceptable range. Technical support requested the return of the suspect device and replacement product was shipped.